Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery. Customer¿s blood glucose level was 168 mg/dl.